Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8780 serial# (B)(4) implanted: (B)(6)2016 explanted: (B)(6)2017 product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative on (B)(4)2017. It was reported that the dye study occurred on (B)(6)2017. It was noted that after the loss of therapy and lack of aspiration during the dye study, a revision surgery was scheduled for (B)(6)2017. When the pump pocket was opened, it was observed that the catheter was wrapped around the pump pouch and was coiled multiple times, not allowing the catheter to pass drug. The pump portion of the old catheter as well as the anchor were removed when the catheter was seen to be ineffective. It was noted that the majority of the old catheter was removed. The pump pouch was explanted with the attached catheter and sent to pathology. The spinal portion of the old catheter was left in the intrathecal space, and was suture ligated at the anchor point to prevent a cerebrospinal fluid (csf) leak. A new catheter was implanted and the situation was considered resolved. The healthcare provider's (hcp) belief was that the catheter knotting was du e to multiple pump flips in the patient's abdomen. The patient was reportedly prone to falling, but it was not thought that was the issue. The patient's status at the time of report was alive - no injury, and no further complications were reported or anticipated. It was noted that at the time of the revision, the patient's baclofen dose was at 100mcg/day (concentration remained unchanged from previously reported value). The fentanyl dose and concentration were unknown.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was receiving 1000mcg/ml fentanyl at a dose of 700mcg/day, and 500mcg/ml baclofen at a dose of 350mcg/day via an implantable infusion pump for spinal pain. It was reported that there was a volume discrepancy. The expected residual volume was 13.5ml and the actual volume was 18.5ml. There was no history of volume discrepancies. A rotor study was done and was negative. A dye study was planned but they could not aspirate the catheter access port. It was stated the patient was therapeutic but was no longer therapeutic. It was reported the pump had moved significantly, and the catheter tip has moved 2 vertebral levels which could be contributing to the discrepancy. It was reported that the patient has had their dose increased over the last two months due to the patient having pain. No further complications were anticipated/reported.